Manufacturer narrative:
With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidies are known possible contributors to the event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Renal dysfunction is a potential adverse event associated with the implantation of all vads as outlined in the instructions for use. Infection and sepsis are known potential complications associated with all patients implanted with vads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. With review of the available information, a relationship between the device and reported event cannot be determined. Device remains implanted.

Event description:
It was reported from the clinical study that the patient was admitted (B)(6) 2016 for progressive shortness of breath with nausea and vomiting and oliguria to intensive care unit (ICU) with 15 pound weight gain since (B)(6) 2016, chills, no fever, weakness and was documented to be septic shock. On (B)(6) 2016 it was stated that the patient continues to recover, no acute events. Acute renal failure. On (B)(6) 2016 infectious disease consulted. PICC line was stated as being possible source of infection and with removed. Patient was also found to have acute renal failure with resultant electrolyte imbalances and fluid overload and organ engorgement. On (B)(6) 2016 nephrology consulted and determined arf was due to cardio-renal syndrome. Crrt continues. It was stated that cardiogenic shock was resolved. Patient was taken off drips, restarted home ace inhibitors and beta blockers. On (B)(6) 2016 continues to improve and it was stated that the patient was discharged on (B)(6) 2016. No additional information received.

Manufacturer narrative:
Addl info received: staphylococcus coagulase negative cocci. Kcentra®, prothrombin complex concentrate (kcentra pcc) 3646 units intravenous (IV) 1 may 2016 at 2330 used for elevated international normalized ratio (inr) due to addition of antibiotics. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.